Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via text on (B)(6) 2018 at 12:55pm that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer was in ocean waist deep waves splashed on it this was for about 15 minutes she looked at pump and red light was flashing and pump said it needed to be rewound and now red light is flashing and screen is blank display. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis. Frn- reservoir.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. However, the insulin pump was received with no button response due to moisture damage on the battery tube, vibrator and electronic, motor and keypad assemblies. Unable to perform the displacement test and self test due to no button response. (B)(4).